Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ deflation: observed two openings assessed as surgical damage. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "textured biocell implant", and deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "textured biocell implant", and deflation. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2010 as implant was reported to be "15 years ago." The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV.